Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a supply change, with device logs showing multiple consecutive rewinds and fill tubing actions and delayed observation of insulin drops until a higher-than-expected delivered volume, after which the tubing was successfully filled and the user reconnected to the ilet. Symptoms included high blood glucose over 400 mg/dl for about three hours. Outcomes included device alert of high glucose and user self-management without outside assistance or medical intervention. Investigation included review of device logs and guided troubleshooting and education to disconnect, refill tubing, inspect the cartridge for leaks, and reinsert and prime until drops were observed. Investigation of this case revealed an unclear cause of hyperglycemia, with no cartridge leakage observed and resolution achieved after proper tubing fill and reconnection, consistent with a potential infusion setup or priming issue. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.